Event description:
During a case, a user moved a cauterizing device into the anesthesia machine breathing system causing a section of the flow sensor to be broken which created a hole and a leaking condition. The user plugged the hole with their finger while the initial reporter found a replacement flow sensor. Upon replacing the flow sensor, the device functioned normally. No patient injury.